Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported noisy image issue could not be determined, however, the issue was likely the result of damage or disconnection of the image sensor unit due to repetitive use stress, external factors, user handling, or a component failure on the electrical circuit board. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. ¿confirm that the wli and nbi endoscopic images are normal¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. Due to damage on charged coupled device (ccd) unit, image noise occurs, and the image cannot be seen. In addition, the following non-reportable malfunctions were found during device evaluation: due to damage on lock engagement lever bending section cannot be fixed firmly, adhesive around objective lens is peeled, due to damage on ccd unit, the image has white dots, several scratches and cracks throughout the device, and adhesive around objective lens is peeled. The investigation is pending and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a noise appear. During inspection and evaluation, no image was displayed due to noise. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.